Event description:
The pt was revised because of osteolysis and wear of the liner.

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. It is not unreasonable to expect some degree of poly-wear after eight yrs, eight months implanted. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.